Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Facility reporter indicated the index procedure occurred approximately 2 weeks ago from the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as estimated date. The customer reported the device was discarded. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. The lot number was not identified; therefore, the lot history record was not reviewed and a query of the complaint-handling database was not performed. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a technician, trained in the use of the starclose se device, attempted arteriotomy closure of a mildly calcified right common femoral artery after a diagnostic procedure. Reportedly, clip deployment was uneventful and the patient was being sent to another floor at the facility. During transit, bleeding, described as "quite a lot of blood", was observed coming out from the access site. Manual compression was applied for approximately 2 minutes and no more bleeding was seen; however, additional compression was held as a precaution for a total of approximately 15 minutes and bed rest for 2 hours at the facility. The patient did not experience any adverse sequela. No additional information was provided.